Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap threads were stripped. It was also reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2015 with the following findings: during investigation, the battery compartment threads was observed to be stripped. The battery compartment had two cracks from the top to the cover and between the bumper pad and top. Additionally, the battery cap was seen to be damaged with stripped threads. Unrelated to the original complaint, when the pump was powered on, the display appeared to be dim and discolored.